Event description:
As stated on novartis nutrition quality complaint form: "nurse claims pump sontaneously increased rate from 65 to 295 on its own. Patient received 1200ml of formula and died 24 hours later. Feeding not listed as cause of death, however "diabetes" was. Formula was resource diabetic. Blood sugars reached 500's and insulin was administered. No aspiration or congestive heart failure.